Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed an hwbbt error icon. No additional patient or event information is available. No product or data was provided for investigation. However, the patient provided a photograph of the error. Confirmation of the problem was confirmed via photograph. The root cause could not be determined.